Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodule, sinusitis, and probable fibrogranuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and chlorhexidine and then injected to the nasogenian and mentolabial fold with juvéderm® voluma¿ with lidocaine. Three months later patient developed a "not visible and palpable nodule in right nasogenian fold that increased in 2 episodes of sinusitis and did not regress." An ultrasound was performed four months later showing "superficial nodular formation of imprecise limits 0,7 x 0,5 cm without collections, probable fibrogranuloma." No medical or surgical intervention was given to the patient for symptoms. The event is noted to have caused permanent damage for the patient as the nodule "continues not absorbed." Patient was taking diamicron and presteq at the time of injection.

Manufacturer narrative:
Additional information: describe event or problem., other relevant history.

Event description:
Additional information provided by healthcare professional: patient remains with a nodule/lump in the "nasogenian fold of the right side." Physician further reports "nothing was used in the treatment" since patient presents a preexisting history of "peripheral resistance to insulin and chronic pruritus and is in use of montelair."

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and chlorhexidine and then injected to the nasogenian and mentolabial fold with juvéderm® voluma¿ with lidocaine. Three months later patient developed a "not visible and palpable nodule in right nasogenian fold that increased in 2 episodes of sinusitis and did not regress." An ultrasound was performed four months later showing "superficial nodular formation of imprecise limits 0,7 x 0,5 cm without collections, probable fibrogranuloma." No medical or surgical intervention was given to the patient for symptoms. The event is noted to have caused permanent damage for the patient as the nodule "continues not absorbed." Patient was taking diamicron and presteq at the time of injection.